Event description:
It was reported that two pieces, a tray and an impactor broke during the procedure.

Manufacturer narrative:
(B)(4).the device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B2 was marked in error on the initial medwatch as this was not a serious injury. Visual examination of the provided pictures identified that the instruments are fractured. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at this time.